Manufacturer narrative:
(B)(4). Method: the subject device was not returned to fisher & paykel healthcare for evaluation. Further information about the reported event including photographs of the subject device, the lot number and date of manufacture of the subject device and details regarding the type of leak and the location of the leakage was not provided by the healthcare facility despite fisher & paykel healthcare making several requests for this information. Our investigation is thus based on the initial information provided. Results: the healthcare facility reported that the subject mr290v vented autofeed humidification chamber was found leaking during use. The healthcare facility did not specify the type of leak or where the leak was located. Conclusion: without the return of the subject device or further information about the reported event we are unable to confirm the malfunction or determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking during use. There was no reported patient consequence.